Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode. Hv therapy was voluntarily disabled. There are no plans to replace the device due to the patients dnr status. No further information is available.